Event description:
A nurse contacted baxter's technical service center for assistance regarding a system error 2240 alarm that was received during a day dwell of a home pt's automated peritoneal dialysis therapy. Per initial report, unused supply line on homechoice set was left unclamped. Baxter technical service center assisted the nurse in ending therapy early. No pt injury or medical intervention was indicated upon initial report.